Manufacturer narrative:
(B)(4). At the time of this report, an onsite evaluation has not been completed yet, but is expected. Once the final evaluation has been completed, a supplemental report will be submitted with the results of the investigation.

Event description:
The customer reported that their vela ventilator was alarming "vent inop". The customer was unable to resolve the alarm condition and requested field service to evaluate the device. The customer reported that there was no patient involvement.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the main printed circuit board needed to be replaced. After replacement, the fsr performed the operational verification procedure, performed calibrations, and the device passes per specifications. The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was identified as the pt802 transducer being out of variance.